Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient statement: I have two stryker hip implants. First one done was my right hip in (B)(6) 2014 and my left hip was done (B)(6) 2015. My right hip implant is failing. I have been forced to quit work as an rn with over 30 years of service. I am simply asking to know exactly what the metal composition of my hip implants are. I have been to two orthopedic doctors in the last month. My serial numbers were given to each doctor to ask the local stryker rep what my implants were made of. The first doctor said stryker rep assured him I have chromium femoral heads. Chromium contains nickel. I am highly allergic to nickel. The second doctor checked with the stryker rep and was told the femoral heads were ceramic. I just received a second call from the second doctor and now my implants are all ceramic. The surgeon that did my surgeries never said anything about any part being ceramic. Please help me. I am getting worse by the day and feel no confidence now in my doctors.

Event description:
Patient statement: I have two stryker hip implants. First one done was my right hip in (B)(6) 2014 and my left hip was done (B)(6) 2015. My right hip implant is failing. I have been forced to quit work as an rn with over 30 years of service. I am simply asking to know exactly what the metal composition of my hip implants are. I have been to two orthopedic doctors in the last month. My serial numbers were given to each doctor to ask the local stryker rep what my implants were made of. The first doctor said stryker rep assured him I have chromium femoral heads. Chromium contains nickel. I am highly allergic to nickel. The second doctor checked with the stryker rep and was told the femoral heads were ceramic. I just received a second call from the second doctor and now my implants are all ceramic. The surgeon that did my surgeries never said anything about any part being ceramic. Please help me. I am getting worse by the day and feel no confidence now in my doctors.

Manufacturer narrative:
Additional information: lot #, expiration date; manufacturing date. The following devices were also listed in this report: size 5 accolade ii 127 deg; cat# 6721-0535; lot# 46525706 trident 0 deg x3 insert 32mm head; cat# 623-00-32d; lot#mnev21. 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mnek9r. 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mndny6. Trident psl ha cluster 48mm; cat# 542-11-48d; lot# mmrkpa. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding pain involving a metal head was reported. Limb length discrepancy was confirmed as a result of a medical review. Method & results: device evaluation and results: not performed as the device remains implanted. Medical records received and evaluation: a review of the provided medical records by a clinical consultant noted; procedure-related factors: excessive leg length of 1,5-cm and hip offset increase in the right hip arthroplasty. Patient-related factors trochanteric bursitis can at times be a benign age-related muscle atrophic condition independent of the presence of an arthroplasty although this plays probably only a minor role in this patient. Device-related factors: none. Diagnosis: excessive leg length and offset in the right hip arthroplasty have contributed to an increase in muscle tension around the right hip causing lateral hip and groin pain requiring conservative treatment options at this time. Revision surgery has not yet been under consideration. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been 1 other event for this lot code for the same patient for pain reported on the (B)(6) 2018. Conclusion: a review of the provided medical records by a clinical consultant concluded excessive leg length and offset in the right hip arthroplasty have contributed to an increase in muscle tension around the right hip causing lateral hip and groin pain requiring conservative treatment options at this time. Revision surgery has not yet been under consideration. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.